Manufacturer narrative:
Pending investigation. D10/d11: concomitant medical products: 5066559 170-36-93 - biolox delta femoral head 36mm od, -3.5mm. 5118231 186-01-52 - integrip cc, cluster 52mm, g2. 4842418 188-00-09 - wedge plasma s/o sz 9.

Event description:
As reported, the patient had an initial right tha on (B)(6) 2017. The patient was revised due to the recall of the gxl liner. The surgeon revised the liner and head. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Event description:
As reported, the patient had an initial right tha. The patient was revised due to the recall of the gxl liner. The surgeon revised the liner and head. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, h6. MDR section codes updated/corrected: a, b, c, d, e, g. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). Additionally, the sequence of events as related to the reported wear cannot be confirmed and the contributions of each to the reported event cannot be determined. The prosthesis wear/osteolysis was able to be confirmed from the provided images. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.